Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site and a protective colostomy was performed. The hosp has reported the pt's condition as satisfactory.